Event description:
During laparoscopic gastric bypass procedure the ethicon atg45 articulating linear cutter misfired x 3. The cartridge was changed after the 1st misfire where only 1/3 of the length stapled and there was no cut line. After the 2nd misfire with the same result a new atg 45 was used.